Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that m3718a defibrillator pads were placed on the patient prior to a cardiac procedure. The patient went into ventricular tachycardia. The staff attempted to shock the patient but the defibrillator was unable to read the ECG. The pads were connected to a different defibrillator which also could not read the ECG. The pads were removed from the patient and replaced with another set of pads. The patient was then successfully cardioverted to a sinus rhythm. There was no negative patient impact.

Manufacturer narrative:
The device serial number was not provided by the customer.

Manufacturer narrative:
A supplemental report for failure analysis info: one adult/child radiotransparent multifunction electrode pads set was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. However, energy delivered using the pads was outside of passing range. Philips cannot rule out a malfunction of the adult/child radiotransparent multifunction electrode pads at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.